Event description:
It was reported that the patient experienced phrenic nerve stimulation. The patient's left ventricular (lv) lead was reprogrammed and the lv lead remains in use. It was also reported that the patient's right atrial (ra) lead exhibited high thresholds. The ra lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.